Event description:
A report was received that the patient would experience pain when the stimulation is on and whenever the bsn sales representative would change the program. The patient will undergo a revision procedure.

Event description:
A report was received that the patient would experience pain when the stimulation is on and whenever the bsn sales representative would change the program. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Manufacturer narrative:
(B)(4) . Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm)